Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The submitted system controller log file contained approximately 19 days of data from (B)(6) 2017 and appeared to show normal device operation above the low speed limit for the duration of the log file. No atypical events were captured and the reported pump power elevations could not be confirmed. The patient remains ongoing on vad support with no further issues reported. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR report # 2916596-2016-01558. (B)(4). Approximate age of device ¿ 1 year and 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during routine outpatient management visit on (B)(6) 2017, the system controller log file showed a high pump power consumption. The patient was asymptomatic. Lab tests showed an elevated lactate dehydrogenase level. Thrombus was suspected inside the pump. CT angiography showed no stenosis in the outflow graft. After the CT scan, the patient left the hospital against medical advice. As the patient already had a previous pump exchange due to a driveline issue, the patient reportedly now has some psychological issues. The patient will be closely followed by the general practitioner. No additional information was provided.